Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii".

Manufacturer narrative:
The events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
"Not sure of the [capsular contracture] grade but it should be iii or IV as the pain is unbearable making it difficult to perform job", "lymph node images with respected corticohilar relationship in axilla".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is abscess. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side cyst, "atypical chest pain, right breast abscess (?)" And diagnosis of "mastodynia." The device remains implanted.